Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) was initially interrogated and the device showed a grey bar for battery longevity. The field representative rechecked the device after storing it in a warm environment for over seven days and the grey bar continued to display. The device was never implanted. There was no patient involvement.